Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device migration occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device was successfully implanted with the release criteria met. On (B)(6) 2017, the patient had their (B)(6) echocardiogram which revealed the device migrated slightly. The echocardiogram was reviewed by the physician and there was no flow around the device based on the views available. A cta will be scheduled in order to better assess the device. The patient remains stable and no treatment or intervention has been performed.